Event description:
It was reported that during the implant procedure, the right atrial lead exhibited low impedence, a capture anomaly, and an insulation anomaly. The lead not implanted and replaced. No patient symptoms were reported.